Event description:
It was reported that in the patient's room two days after placing the catheter in the patient's internal jugular vein, a leak from the junction hub was found. As a result, the catheter was removed and replaced with a new kit and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).